Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and myocardial infarction are listed in the xience v everolimus eluting coronary stent system electronic instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2013, a 3.5x23mm xience v stent was successfully implanted in the proximal left anterior descending (lad) coronary artery and a 4.0x18mm xience v stent was successfully implanted in the left main (lm) coronary artery. On (B)(6) 2016 the patient was hospitalized for chest pain and congestive heart failure. A myocardial infarction (mi) was diagnosed based on electrocardiogram results and elevated cardiac enzymes. Medication and oxygen were provided and another percutaneous intervention was performed on (B)(6) 2016, in the lm stent. The heart failure was noted as a continuing condition. On (B)(6) 2016, the mi was noted as resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina, myocardial infarction and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previous medwatch report, the additional information was received on 06/22/2016, restenosis was noted in the 4.0x18mm xience v stent in the left main coronary artery. Another percutaneous intervention was performed as treatment and the event resolved.